Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead with the connector pin measuring 11.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without the return of the entire lead a complete analysis could not be performed.

Event description:
It was reported that at device change out due to normal eri, the physician saw what appeared to be lead to can abrasion in the pocket. No electrical anomalies were detected. The lead was capped and only a portion of the lead was returned for analysis.